Manufacturer narrative:
The visual inspection of the returned device performed as part of the product investigation reported the returned helical blade coupling screw (lot# 5149879) was manufactured on april, 2006 and is 8 years old. The helical blade coupling screw was received with the knurled knob separated at the proximal end tube union. One helical blade coupling screw (part# 357.377) was returned with a complaint category of ¿broken intraoperatively¿. The helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The information is provided per the titanium trochanteric fixation nail system technique guide j3900-I. The returned helical blade coupling screw (lot# 5149879) was manufactured on april, 2006 and is 8 years old. The helical blade coupling screw was received with the knurled knob separated at the proximal end tube union. Separated surfaces are homogenous with clear material separation, weldment remains intact. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The threads on the distal end of the tube don¿t show any sign of damage. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. A review of the design drawing indicates that the returned part was manufactured to (B)(4) since then there was one design change to the drawing that did not affect the intended use of the device. The method of use rather than a design deficiency has led to this complaint. The cause of this complaint is due to the surgeon hammering the head off-angle or the surgeon hammering the head when the screw is not fully tightened causing the knurled knob to break off. Therefore, this complaint is confirmed however, the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history report ( DHR) indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. Further analysis cannot be conducted until the return of the manufactured product. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the knob on a helical blade coupling screw broke off while being hammered intra-operatively. There were no reported fragments, and a there was a 1-2 minute surgical delay. Another instrument was readily available for use. The outcome was successful. This is report 1 of 1 for (B)(4).